Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found telemetry failure. As a result the link electronic module (lem) circuit board was replaced and software was reloaded. The programmer was then tested and passed to manufacturer specifications. (B)(4).

Event description:
The programmer was returned to the manufacturer for checkout and then return to the loaner pool. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.